Manufacturer narrative:
(B)(4) investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, the spring of the femoral slap hammer fractured. No foreign materials were retained in the patient, and there were no reported consequences or impacts to the patient. Due diligence is in progress for this complaint; no additional information or product has been received at the time of this report.